Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an implantable cadioverter defibrillator (ICD) failed to convert an arrhythmia and had an inappropriate return to sinus. The device delivered a round of anti tachycardia pacing (atp) and a single shock. The shock failed to terminate the arrhythmia, but slowed down the ventricular tachycardia (vt). No further shocks were delivered for the slow vt. Programming changes were made. Patient was stable. No symptoms were reported as a result of the inappropriate return to sinus.